Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. From the analysis performed, the root cause of the incident could not be determined with certainty. The incident could result from an assembly not in the axis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
First glenosphere and first metaglene would not engage each other. New sphere was tried-same problem. Metaglene was explanted, new metaglene implanted, second sphere did engage with second baseplate.